Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter displayed a battery indicator symbol. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient does not recall when the alleged power issue began. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and stated she had more food/drink in response to the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿low blood sugar¿. At an unspecified date/time, the patient stated she called her health care professional (hcp) and was advised to have food and/or drink as treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The batteries in the subject meter needed to be replaced based on the age of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.